Event description:
It was reported that the patient presented to the hospital for a scheduled procedure as the right ventricular (rv) lead was found to be oversensing noise. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.